Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with pocket erosion. The ICD was explanted in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.